Manufacturer narrative:
A customer from the united states reported to biomerieux a misidentified api survey sample of bacteroides uniformis (95%) as bacteroides thetaiotaomicron (98%), in association with the vitek® 2 anc test kit. An internal biomérieux investigation was performed. The api survey organism (api wo-02) was subbed on cba media and grown anaerobically for 48 hrs. Testing included two (2) customer lots and a random lot of anc cards. Testing with vitek® ms and 16s sequencing was also performed. All cards tested gave a very good (95%) or excellent ID (98%) of b. Thetaiotamicron with the vitek® 2. Testing with the vitek® ms obtained a 99.9% identity match of b. Thetaiotamicron. The 16s sequencing gave a 100% identity match to b. Thetaiotamicron. When the organism's 16s sequence was compared against the 16s sequence for b. Uniformis, there was only a 92% identity match. Therefore, the final identification is b. Thetaiotamicron. The investigation concluded that the vitek® 2 anc test cards are performing as expected and no further action is necessary.

Event description:
A customer from the united states reported to biomerieux a misidentified api survey sample of bacteroides uniformis (95%) as bacteroides thetaiotaomicron (98%), in association with the vitek® 2 anc test kit. The customer stated there were no instrument errors. There was no patient involvement as the isolate was a survey sample. The test reports were requested from the customer. An internal biomérieux investigation has been initiated.